Event description:
The surgeon reported that a x-60 intraocular lens was implanted in the patient's left eye. The patient developed endophthalmitis infection four days post implant of the x-60. The patient's uncorrected visual acuity was reported as hand motion. The patient's intra ocular pressure (iop) was reported to be 12mmhg. The x-60 iol remains implanted in the patient's eye. Additional information has been requested, but has not been received to date.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. The surgeon also indicated that in his opinion the operation was completed without a problem and has no idea what caused the endophthalmitis.